Event description:
It was reported that the patient was shocked inappropriately for apparent t-wave oversensing by the device. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed, and no anomalies were found. We did receive performance data. Collected from the device and have analyzed the data. Sensing - oversensing 1- ventricular nst=210 ms on (B)(6) 2011 01:32:51.